Manufacturer narrative:
(B)(4). This report is related to a journal article, therefore no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. Attempts are being made to obtain the following information. If further details are received at the later date a supplemental medwatch will be sent. Does the surgeon believe that ethicon products involved caused and/or contributed to the post-operative complications described in the article? Does the surgeon believe there was any deficiency with the ethicon product (ethibond suture) used in this procedure? Citation: neuromodulation 2014; 17: 393¿395; doi: 10.1111/ner.12095. (B)(4).

Event description:
It was reported via journal article title: tethering technique for revision of a thoracic spinal cord stimulator paddle: a case report author(s): jacob amrani, md citation: neuromodulation 2014; 17: 393¿395; doi: 10.1111/ner.12095. The study aimed to present a successful reposition of the implant using tethering technique for revision of a displaced permanent spinal cord stimulator paddle. A (B)(6) male patient with back pain radiating to both buttocks and posterior thighs underwent implantation of the spinal cord stimulator. In the procedure, plastic sleeves were placed over the tails of the lead, which were anchored on each side of the spinous process of t9 with two sutures of 2-0 ethibond passed through a hole made with a penetrating towel clips. Three months after implantation, the patient complained that he had lost the coverage in his back and anterior-posterior x-ray of thoracic spine showed plastic sleeves were placed over the tails of the lead, which were anchored on each side of the spinous process of t9 with two sutures of 2-0 ethibond. One week later, the patient underwent repositioning of the implant. 2-0 ethibond sutures were removed. The revision was accomplished using tethering technique with 0 ethibond sutures. Post treatment, there has been no further displacement of the lead as noted on the x-ray made eight months after the repositioning procedure. The patient is now receiving satisfactory stimulation and relief of his back and leg pain. It is unknown when the current patient¿s implant migrated as no x-rays were obtained until he complained of loss of back stimulation three months after implantation. The fact that a fibrous sheath was found around the lead that required dissection on the right side implies that the displacement occurred earlier than the patient¿s reported loss of stimulation.